Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the attempted implant of this lead, the suture sleeve and lead body was cut through while securing the lead. The lead was removed and a new lead was implanted. No adverse patient effects were reported. This lead was attempted, not implanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection noted the suture sleeve was cut into two pieces 17 centimeters (cm) from the is-1 end.